Event description:
It was reported that the patient presented for an in-clinic follow-up. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high capture thresholds. The lv lead was reprogrammed. The patient was in stable condition.